Event description:
It has been reported that a pressure difference between pulsioflex with picco module (mad 63mmhg) and patient monitor (mad 79mmhg) occured. The user has tested the occurance with a second pulsioflex with picco module and new cables - the deviation still existed. A field specialist from getinge checked and confirmed the correctness of the setup and cable connections on site on april 18, 2023. No harm to the patient was reported.

Manufacturer narrative:
Manufacturer reference #: (B)(4). Device software will be updated at the customer side. If the problem persists, the device will be send in for investigation.

Manufacturer narrative:
It has been reported that the a value discrepancy of more than 10 mmhg between the pulsioflex/picco module occured. The device was inspected by a trained technical person at the customer side. It was noted that the connection cable used (mindray cable) was not the cable that should have been used for data transfer to the bedside monitor (pmk-206). The IFU states clearly : warning: for safety of operation and for accuracy of measurements, only disposables and accessories approved by pulsion medical systems may be used with the pulsioflex. Reuse of disposable items is not allowed. Re-sterilization of disposables may cause infections in the patient. Therefore, the use ofa cable not provided by pulsion can be seen as user error to follow the instruction of use. There is no indication for a systematic root cause as a deficiency of design, production or material considering the very low complaint rate. A DHR review did not reveal any nonconformity or deviation from specification relevant to the reported issue. Overall, investigations did not indicate that the device failed to meet its specification when the event occurred. A relationship between the device and the complaint is therefore considered as unlikely. Upon the complaint occurrence the device was involved and used on a patient for advanced hemodynamic monitoring. The issue is monitored on a regularly basis in order to detect early trends. As there is no trend for this kind of issue no additional actions will be taken. With the information stated above the complaint will be closed h3 other text : device was inspected by a field specialist.

Event description:
Manufacturer referance (B)(4)